Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable following an unrelated surgery on (B)(6) 2019. The clinician programmer was unable to recover the ipg.

Manufacturer narrative:
The common device name should have been scs ipg rather than scs lead. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Device replacement addressed the issue.